Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with the highest blood glucose level reported at 360 mg/dl. The patient stated that the infusion set cannula was bent, and symptoms were noticed within three hours of insertion. The infusion set had been in use for fewer than 72 hours and was inserted in the abdomen. The patient treated the elevated glucose with a correction bolus via the pump. The patient replaced the infusion set. No further information available.